Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("/ruptured into uterus"), pelvic pain ("pelvic pain/ pain"), device expulsion ("device breakage/ruptured into uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital discharge abnormality, vaginal discharge, vaginitis, menorrhagia and bacterial vaginosis. Previously administered products included for an unreported indication: acyclovir. Concurrent conditions included exposure to sexually transmitted disease and herpes nos. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial) and one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: new pfs and mr received. New events added from pfs- device breakage/ruptured into uterus, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Outcome for pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower was updated to recovered / resolved. Reporters and patient's demographic details were updated. Medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("/ruptured into uterus"), pelvic pain ("pelvic pain/ pain"), device expulsion ("device breakage/ruptured into uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included genital discharge abnormality, vaginal discharge, vaginitis, menorrhagia and bacterial vaginosis. Previously administered products included for an unreported indication: acyclovir. Concurrent conditions included exposure to sexually transmitted disease and herpes nos. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial) and one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("/ruptured into uterus"), pelvic pain ("pelvic pain/ pain"), device expulsion ("device breakage/ruptured into uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included genital discharge abnormality, vaginal discharge, vaginitis, menorrhagia and bacterial vaginosis. Previously administered products included for an unreported indication: acyclovir. Concurrent conditions included exposure to sexually transmitted disease and herpes nos. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial) and one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: new pfs received- new event she did not undergo confirmation test. Was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.